Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months. The device is expected to be returned but has not been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was awakened during the middle of the night by an unspecified audible and visual alarm which lasted approximately one second. The patient reportedly fell back asleep after the alarm. The patient remained asymptomatic. Review of the data log file by the manufacturer's technical services representative revealed a pump stoppage event and low speed hazard alarm which occurred on (B)(6) 2015 while the patient was connected to the power module. X-ray images provided showed two suspicious areas within the percutaneous lead (lead). One area was at the connector end of the lead and the other was an internal area at the bend. No request for onsite percutaneous lead evaluation was made. On (B)(6) 2015, it was reported that the alarms had not re-occurred. It was reported that the patient was fine and no further intervention was planned. On (B)(6) 2015, the patient received a heart transplant. No further information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the remainder of the internal portion of the driveline was returned in two separate sections measuring 5 inches and 6.5 inches, respectively. All portions of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. However, visual inspection of the 5 inch section of the driveline revealed breaches to the insulation of the green, yellow, and black wires approximately 1.5 inches from one of its cut ends, exposing the inner conductors. The observed wire damage appeared to be the result of repetitive movement of the lead in this location. Abrasions to the other wires were noted, but the remainder of the driveline was otherwise unremarkable. The green and yellow wires redundantly support motor phase 1, while the black wire redundantly supports motor phase 2. If the exposed conductors of the green, yellow, or black wires contacted the braided shield while the device was operating on the power module, the resulting short to ground would have resulted in the alarms and pump stoppages that were confirmed through the analysis of the submitted system controller log files. The reported event could have also resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.